Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated leads were stuck in the device header. Despite the use of mineral oil and wrench manipulation, the physician ultimately had to cut away the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all three rate sense leads were stuck/frozen in the header. Additionally, the header was separated and had been cut up and several parts were missing. Examination of the returned portion of the header revealed that the left ventricular (lv) ring and right atrial (ra) ring setscrews were stuck in the up/loosened position and took 22 in/oz., and 24 in/oz. Respectively to release. All other setscrews moved freely. The extreme damage to the device header was induced as a result of the header being cut up to remove the leads.